Event description:
Related manufacturer reference number: 2017865-2023-05566. It was reported that noise which resulted in oversensing, pacing inhibition and inappropriate automatic mode switch were observed on the right ventricular (rv) lead and the right atrial (ra) lead. Provocative testing was performed and the lead noise was reproduced. The rv and ra lead were capped and replaced to resolve the event. During the revision procedure, insulation damage of the leads were confirmed visually. The patient was in stable condition.